Event description:
A customer contacted haemonetics on (B)(6) 2008 reporting that the orthopat machine was not powering on there was a burning smell and the ac light was not working. No injury or reaction noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2008 reporting that the orthopat machine was not powering on there was a burning smell and the ac light was not working. No injury or reaction noted. Upon evaluating the device the reported problem was verified. A blood spill was found inside of the device. All contaminated and damaged components were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).